Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: crease flat, weight to the spec, white particle. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: - observed scuff identified on posterior side this defect is (sm) surface imperfection characterized by a roughness on the outer surface of shell. According the qa199.01 this defect is workmanship. Reason for reoperation: device was not implanted.

Event description:
Healthcare professional reported ¿defective implant. Small flecks identified on the back of the implant. Implant did not touch the patient.¿ surgery was completed with a backup device.